Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2022-18593, 3006705815-2022-18592. It was reported the patient's leads had migrated and their ipg flipped in the pocket causing it to open. As a result, surgical intervention was undertaken wherein the entire system was explanted.

Manufacturer narrative:
Correction: section g3-the date received by manufacturer should have been 11/14/2022 rather than 11/16/2022.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.